Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with an undercorrection and complaints of blurry vision following lasik treatment of the right eye. Additional information received; the patient reports halo and glare and is being monitored without further treatment at this time.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment date. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check at 9:40 am for the whole day. The corresponding treatment was at 12:03 pm. However, it is recommended, that an energy test is performed before each patient. The corresponding treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. A cas (clinical application specialist) review has been performed: it was reported, that a different correction than planned and blurry vision occurred on the right eye following treatment. The postoperative topography after two weeks shows residual astigmatism. So the astigmatism seems to be overcorrected. Since this result is shown two weeks postop, it is recommend to wait an appropriate healing time to get stable data. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).